Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 19dec2018. The customer reported that the touchscreen was replaced and the issue was resolved. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to service.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer reported that they downloaded the software and the touchscreen was responsive for a while, then intermittently not responsive. The pse suggested swapping the user interface (ui) assembly for troubleshooting. The part number for the touchscreen was provided to the customer. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the touchscreen was unresponsive. The unit was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.